Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to an out of range pacing impedance measurement. Lead testing was performed and the configuration was reprogrammed back to bipolar and the lss was reset. It is unknown which channel the out of range measurements were observed on. No adverse patient effects were reported.